Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174864 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m174864 and test base part number 190-430 / lot m174864. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot m174864 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is sample interference.

Event description:
The customer reported ten false negatives with the ID now covid-19 assay performed on various dates involving two lots. This report is five (5) of ten (10) and addresses lot m174864 (total quantity 9). The customer reported one false negative with the ID now covid-19 assay performed on a nasopharyngeal sample (collection date: (B)(6) 2022). Confirmation testing (platform: labturbo n) on a nasopharyngeal sample collected on (B)(6) 2022 generated a positive result (CT value 36.26). The patient was reportedly asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.